Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1ml 29g 12.7mm hp 300ca it/sp/du experienced foreign matter contamination. The following information was provided by the initial reporter: presence of dark bodies inside the suspension in the syringe.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9266265. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that the syringe 1ml 29g 12.7mm hp 300ca it/sp/du experienced foreign matter contamination. The following information was provided by the initial reporter: presence of dark bodies inside the suspension in the syringe.